Manufacturer narrative:
(B) (4): physio-control provided customer with the part number by ordering information for a replacement power pcb and also for a contact pcb, as the possible cause of the fault. The customer later confirmed that the power pcb was being replaced. The removed pcb will not be returned to the physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported that the unit's "battery charge" led was either flashing or not on, indicating that the device would not operate on battery power. There were no reports of pt use associated with the reported failure.